Manufacturer narrative:
(B)(4). The product has been requested to be returned, but has not been received. (B)(4).

Event description:
The customer reported that when new batteries are inserted into the alarm it will power on, but then it will fade out and have no power. The customer reported there was no visible damage to the battery contacts. No signs of corrosion or battery leakage. The alarm has no cracks on the case. There was no patient incident or injury reported.